Event description:
The user's electrode array has extruded past post-auricular skin in 2025, per surgeon this is related to recipient_s medical history of whole brain radiation, poor skin quality and graft reabsorption. Reimplantation is scheduled for (B)(6) 2025. This report refers to 9710014-2025-01159. For further information please refer to this report.